Event description:
On (B)(6) 2023 it was reported that this patient was hospitalized for peritonitis due to poor technique. This was the patient¿s third peritonitis event. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2022 with complaints of abdominal pain. Pd cultures were obtained. The patient was diagnosed with peritonitis on (B)(6) 2022. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2000mg daily (discontinued ((B)(6) 2023), ip ceftazidime 5000mg daily (discontinued (B)(6) 2022), and ip meropenem 1g daily from (B)(6) 2022 through (B)(6) 2022. The culture resulted positive for escherichia coli (e. Coli) with extended-spectrum beta-lactamases (esbls). The white blood cell count from the hospital lab on (B)(6) 2022 showed 89,780 nucleated cells with 97% neutrophils. The patient was discharged on (B)(6) 2022. The patient continued utilizing the liberty select cycler during recovery. The cause of the peritonitis was attributed to touch contamination. No further information was provided.